Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the medtronic representative (mr) took several spins with the blue lumbar demo model with both sides of the imaging device and was unable to replicate the inaccuracy. The mr tested all instrumentation used during the case and all passed. The system then passed the system checkout and was found to be fully functional. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the surgeon felt an imaging device spin was inaccurate on the navigation device. The surgeon used metal bone fiducials to check accuracy. She felt the patient's right side was accurate, but the patient's left side got more inaccurate as she moved further from the frame. The max noted inaccuracy was 4 mm. The surgeon continued with navigation, noting the inaccuracy at each level by checking accuracy on the bone fiducials. The post-op spin confirmed accurate screw placement. The left tracker on the imaging device was recently re-calibrated and confirmed accurate. The site uses globus instruments. The medtronic representative tested with globus instruments and was unable to replicate the behavior. The surgery was completed with navigation and there was no impact on patient outcome.